Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was receiving baclofen an unknown dose and concentration via an implantable infusion pump for intractable spasticity. It was reported that in (B)(6) of 2017 the patient's pump was replaced due to normal battery depletion, but then was "replaced on several different occasions as there was "fluid building around it" and the healthcare provider had to go back and replace the pump within the same hospital visit and the pump replacement. No further complications were anticipated/reported.